Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer stated that she had gone hiking, so the insulin pump may have been exposed to sweat. Advised replacement of the insulin pump. Nothing further reported.